Event description:
The bipap malfunctioned and failed to ventilate the patient.======================manufacturer response for bipap vision ventilator (per site reporter).======================none at this time.